Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels and hyperglycemia symptoms like extreme thirst, dizziness, vomiting and diarrhea. He further noticed a significant amount of blood leaking out after removing the head set. The customer has stabilized his blood glucose levels by using a pen therapy. The customer stated the issue with leaky headsets had occurred several times.